Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, by the customer. That there was significant denting found by their infection control team, during culturing on the bronchovideoscope. There were no reports of patient harm.